Event description:
It has been reported to philips that the system produced a ¿movement unavailable¿ error during a procedure and the c-arm would not move. There was no reported patient or user harm. A philips field service engineer (fse) replaced the motor gear box assembly and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned coronary treatment. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arc was not moving. A review of the system logfiles found motor assembly error. Upon troubleshooting actions, fse identified that the c-arc angulation motor and arch blocked. Fse replaced the c-arc angulation motor and performed system calibrations. After replacement, the system was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.